Manufacturer narrative:
The investigation determined that reproducible, lower than expected vitros tsh results were obtained from multiple patient samples. The investigation could not determine a definitive root cause. However, an unknown sample interferent or method to method differences cannot be ruled out as contributing factors. There was no evidence that the vitros eciq analyzer had malfunctioned. A definitive assignable cause for the event could not be determined.

Event description:
The customer observed reproducible, lower than expected, vitros tsh results obtained from multiple patient samples processed on a vitros eciq immunodiagnostic system, when compared to the expected results obtained from a non-vitros system. (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action. The (B)(6) were reported outside the laboratory; however, a corrected report was issued to the physician. There was no allegation of inappropriate action taken resulting in patient harm as a result of this event. This report is number two of four mdrs for this event. Four 3500 forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).